Event description:
It was reported that there was a patient alert for high impedance on the right ventricular (rv) lead. It was further reported that there was a possible rv lead fracture. The rv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. There was a connector issue. The defib conductor was distorted. The distal conductor was stretched and had blood/body fluid (not obstructed). The outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Visual analysis confirmed intermittency between the pin and cap.